Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving bupivacaine at an unknown dose and concentration and 10 mg/ml morphine at and unknown dose via an implantable pump for non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported that the pump malfunctioned. A fill date was missed and the pump alarm did not go off. It was further stated that the alarm was supposed to go off, but did not. As a result, the pump was empty for 20 days and the patient had withdrawals for 8 days. The office received the medication to fill the pump and discarded it. It was noted the pump was scheduled to be filled on (B)(6) 2017, but was not filled until (B)(6) 2017. No further complications were reported or anticipated.